Event description:
A cardioquip technician notified cq service via air table that the internal tubing of this device was suspect for contamination during an on-site pm. The technician took pictures of the internal tubing of the device, and forwarded them to cq for review. After reviewing the pictures, cq director of operations and epidemiologist recommended that the device receive hpc testing to gain a quantitative analysis of water quality due to the discoloration of the internal tubing.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. Cardioquip notified the customer of the potential contamination, recommendation, and provided pricing for sample test kits and a repair involving an internal water pathway replacement. Cardioquip received a purchase order for the internal water pathway replacement from the customer. As of the date of this report, cardioquip is waiting to receive the device and begin the repair to bring the device back into specification.

Manufacturer narrative:
When the device was received at cardioquip, the device was returned to specification via an internal water pathway replacement. After being repaired, the device passed inspection and is fully functional.

Event description:
A cardioquip technician notified cq service via airtable that the internal tubing of this device was suspect for contamination during an on-site pm. The technician took pictures of the internal tubing of the device, and forwarded them to cq for review. After reviewing the pictures, cq director of operations and epidemiologist recommended that the device receive hpc testing to gain a quantitative analysis of water quality due to the discoloration of the internal tubing.